Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver showed the initializing screen without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver was charged and failed to boot due to perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The log was downloaded and reviewed finding initialization without a manual restart. The allegation was confirmed. The root cause could not be determined.